Event description:
During the implantation of the subject device, several attempts to induce vf with shock on t were performed. In all cases, after pressing the vf induction button, the egm started to be displayed, but no burst was delivered: normal rhythm of the pt was visible. No message was displayed to the user. Since not all leds on the programmer head were on, the physician slightly repositioned it in order to have the best possible communication. Afterwards it was possible to induce vf and a normal dft was performed.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.